Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. The 99% stenotic lesion was located in the calcified right coronary artery (rca). Difficulties crossing the lesion with the 20mm x 2.5mm maverick2 monorail balloon catheter were encountered. According to the customer, the device managed to cross the lesion; however, the balloon ruptured at "nominal" pressure on the initial inflation. The procedure was successfully completed with a different device. No patient complications were reported. Patient status is reported as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing records for this batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The root cause for this complaint is determined to be operational context, the performance of the device was limited due to anatomical/procedural factors encountered during the procedure. A CAPA has been initiated to address this issue.